Event description:
During surgical procedure, while suturing after right varicocelectomy performed, one portion of a small piece of chromic needle broke and was left within the rectus muscle or the subcutaneous tissue. Attempts made to identify the needle were unsuccessful. X-rays were taken and confirmed needle to be present within adbominal wall. Plan regarding needle was to determine if it is causing any problems. M.d. Believed needle could be localized fluoroscopically via radiologist and could subsequently cut down on the needle localization to remove this if necessary. At time of surgery it was felt best to leave it in and only remove it if it causes symptoms later. No symptoms later. Patient was discharged home follow-up care will be per surgeon.on 6/3/94, patient returned for out-patient surgery to remove retained portion of needle.